Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer stated he was at his kidney doctor and the doctor saw that the blood glucose level was elevated and told him to go to the hospital. The customer's blood glucose level was 800 mg/dl at the time of incident. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was metabolic ketoacidosis. The customer was treated with insulin. The customer declined to troubleshoot. The customer also called in to report that the lancet device was not working. Nothing was replaced or returned.